Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device has an alarm led failed alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was confirmed that the check vent: alarm light emitting diode (led) failed (diagnosis code 1105) was observed to occur. The pse replaced the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Although no part has been returned for failure analysis, previous investigations have determined that primary mode of failure for this overlay is delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.